Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq1016v and was torn while advancing. The lens was not implanted and there was no patient contact or injury. The facility stated the model and lot numbers of the cartridge and injector were unknown.